Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was confirmed. The device's software was reloaded to address the issue. In addition to the above the detachable battery, internal battery door will need to be replaced due to physical damage. The blower assembly, blower bellows, machine flow sensor, tubing-fi02, tubing- system board, tubing-blower chassis, tubing- low flow oxygen, and muffler assembly will need to be replaced due to contamination.